Manufacturer narrative:
There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ mueller hinton ii agar catalog number 221177 which is a preamendment device. Investigation summary: the complaint was confirmed as the reported defect on a picture. The issue was contamination. No issue in DHR. No issue in retention sample. No trend. We will continue to monitor the trend this issue.

Event description:
It was reported that while using plate mueller hinton ii agar 150mm 24 ea bacterial contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "this is a report about contamination of the media."